Manufacturer narrative:
H.6. Investigation summary three photos and six loose 3ml barrels were received and evaluated. It was observed in the photos and physical samples, there was a small perpendicular scratch present outside the grad lines near the 0.5ml marking. The scratches were approximately 0.25" in length. On all the samples, the scratch appeared to be cosmetic in nature with no effect to the form fit or function of the device, which was acceptable per product specification. Potential root cause for the scratched barrel defect is associated with the assembly process. It was likely due to a barrel caught in the guide and contacting the product as it passed by. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history review was conducted for lot number 9211905.

Event description:
It was reported that (B)(4) barrel 3ml ll wwd with sil no logo bns were damaged, but still operable. The following information was provided by the initial reporter: "it was reported that (B)(4) syringes have scracthes/slits on the outside wall of the barrel. Related tw# (B)(6) per email: again, we found more units with this condition and production has requested to retain all the material coming from this lot: 9211905. We have a total of (B)(4)eas."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 111172 barrel 3ml ll wwd with sil no logo bns were damaged, but still operable. The following information was provided by the initial reporter: "it was reported that (B)(4) syringes have scratches/slits on the outside wall of the barrel. Related tw# (B)(4). Per email: again, we found more units with this condition and production has requested to retain all the material coming from this lot: 9211905. We have a total of (B)(4) eas."